Event description:
The customer reported that the system would not boot up. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the power plug, replaced the hard drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.